Event description:
Total parenteral nutrition (tpn) started. Infusion scheduled to run for 24 hours. Pump alarmed infusion complete. Scant amount of tpn volume noted to be left in bag by bedside registered nurse (rn) five hours earlier than expected. Pharmacy notified and clarified rate and expected completion time. Pump rate verified by bedside rn to be at correct ordered infusion rate of 61.1 ml/hr. Tpn bag hung on 8 hook pole and programmed on bottom row, middle pump out of 3 racks. Rn added volume to further assess drip rate. Drip rate noted to be 16 drops per minute (gtts/min). Per calculations, this pump was infusing faster than it was programmed to be infusing at. Bedside rn noted that insulin drip requirements trended up throughout the shift since yesterday. Post infusion completion patient became hypoglycemic requiring changes in insulin drip and administration of 50% dextrose (d50) IV. Manufacturer response for baxter smart IV pump, version 9 iq, version 9 iq smart pump (per site reporter). The manufacturer voluntarily recalled this device about a month ago.

Event description:
Total parenteral nutrition (tpn) started. Infusion scheduled to run for 24 hours. Pump alarmed infusion complete. Scant amount of tpn volume noted to be left in bag by bedside registered nurse (rn) five hours earlier than expected. Pharmacy notified and clarified rate and expected completion time. Pump rate verified by bedside rn to be at correct ordered infusion rate of 61.1 ml/hr. Tpn bag hung on 8 hook pole and programmed on bottom row, middle pump out of 3 racks. Rn added volume to further assess drip rate. Drip rate noted to be 16 drops per minute (gtts/min). Per calculations, this pump was infusing faster than it was programmed to be infusing at. Bedside rn noted that insulin drip requirements trended up throughout the shift since yesterday. Post infusion completion patient became hypoglycemic requiring changes in insulin drip and administration of 50% dextrose (d50) IV. Manufacturer response for baxter smart IV pump, version 9 iq, version 9 iq smart pump (per site reporter). The manufacturer voluntarily recalled this device about a month ago.